Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported via medwatch number mw5098530 that a female patient who underwent an unspecified breast surgery with 425cc smooth mentor memorygel breast implant experienced breast pain and generalized illness of malaise postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device. Additional information revealed that the suspected medical device is a device manufactured by mentor medical systems b.v, located in leiden, netherlands. Mentor medical systems b.v, located in leiden, in netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Since mentor medical systems b.v. Do not market any devices in the us, manufacture and market all theirdevices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Manufacturer's reference number: (B)(4).